Manufacturer narrative:
Date of report : 13feb2019 , date rec¿d by MFR : 12feb2019. The manufacturer¿s international service technician confirmed the reported blower issue. The manufacturer¿s international service technician replaced the blower to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04feb2019. No serial number provided. No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported a noisy blower. There was no patient involvement. Event date not specified; estimate used.